Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the system. Replacement fuses were shipped to the site. After replacing the fuses, the medtronic representative performed an imaging system check-out, all areas passed. System performed as intended. No parts have been received by the manufacturer for evaluation. This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A site representative reported that there was not a green line power light on the mobile view station (mvs). The medtronic representative was onsite and confirmed that the f11 & f12 fuses were blown. There was no patient present when this issue was identified.